Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported an itchy rash under the lifevest. The patient reported notifying his doctor of the rash and his doctor instructed him to only wear the device at night. Multiple attempts to follow up with the patient on the condition of the rash were unsuccessful. The final medical outcome of the irritation is unknown.